Event description:
A customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. The customer decided to end the call and declined further troubleshooting. No additional information was provided.